Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented to the clinic for a generator change procedure. Prior to the procedure, upon device interrogation, the atrial lead was found nonfunctional. As a result, the atrial lead was capped and replaced on (B)(6) 2026. The patient remained stable throughout the procedure.